Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller with resetting pump, and customer was instructed to continue using pump but to call back if malfunction code recurs.